Event description:
Boston scientific received information that this product was part of a system revision due to infection, erosion and migration. Additionally, it was reported that the right ventricular (rv) lead most likely had dislodged given the history of rapidly increased thresholds over a three month span. The product was explanted and a new lead was placed. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.